Event description:
It was reported that during the implant procedure, it was difficult to insert the right ventricular lead into the header of the pulse generator. The physician used silicone oil and was able to insert the lead into the header and the device. The device remained implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).